Event description:
The eye care practitioner seen by the patient provided additional medical information. The doctor indicated that the patient complained of redness and burning. Eye care practitioner reported that the patient's signs and symptoms had resolved by the time the patient came in for a pre-scheduled punctal plug insertion. The practitioner stated that there was no corneal involvement, no injection, and no lid or anterior segment abnormalities. In addition, no medical intervention was provided. Doctor reported patient to be recovered.

Manufacturer narrative:
Consumer reported experiencing burning, pain, and red/blurry eyes after use of product. Consumer also reported that after the incident she began to experience halos while wearing her glasses. Consumer reports that she visited a doctor and was diagnosed with inflammation. Doctor did not prescribe any medication; however, consumer stated that she began self-treating with zylet - which had been prescribed to her for an earlier and unrelated event. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Consumer reported that her left eye is recovered but that she continues to experience a red/blurry right eye. Medical documentation was not provided. The complaint sample was not returned for evaluation and the lot number is unknown.

Event description:
Consumer reported experiencing burning, pain, and red/blurry eyes after use of product. Consumer discontinued use of contact lenses after incident and reported that at this time she began to experience halos while wearing her glasses. Consumer visited doctor and reports she was diagnosed with inflammation in both eyes. Doctor did not prescribe any medication; however, consumer stated that she began self-treating with zylet. This medication had been prescribed to her for an earlier and unrelated event. At time of last contact, consumer indicated she was no longer self-treating and that her left eye had recovered. Consumer reported that she continues to experience a red/blurry right eye. Consumer has returned, in brief intervals, to contact lenses. Medical documentation was not provided. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.